Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery due to a hole in the pressure regulating balloon (prb) which caused a fluid leak. All components were removed and replaced. No patient complications were reported.